Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to taking medications for blood thinner due to lung cancer and steroids call disconnected. The customer¿s current blood glucose value was 506 mg/dl. The customer¿s current blood glucose value was 506 mg/dl. The customer received positive results in ketones test. The customer did not provide information about treatment. Customer reported they do not were unsure of the cause of the product not adhering. Customer did not use soaps, gels or lotions on the site. Customer did not perspire heavily. Customer reported they did not feel okay to troubleshooting. The insulin pump will not be returned for analysis.